Event description:
During g3 surgery, the surgeon tried to insert the locking screw into the pt. However, the screw head broke when the surgeon tightened the screw strongly. The surgeon could not remove the screw shaft. The procedure was completed.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.